Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm after receiving 3 no delivery alarms. Customer's blood glucose at time of incident was 254 mg/dl. During troubleshooting, no motor position encoder error alarm was found, no more than one motor alarm was found. Device passed the displacement test and the manual prime. Customer was advised to monitor the insulin pump. Customer's blood glucose at time of call was 406 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer will not be returning the device for analysis.